Event description:
It was reported that the device exhibited a loss of left ventricular capture via a review of remote transmission. Programming changes were suggested. No patient symptoms were reported.